Event description:
It was reported that pump charging port was damaged requiring manual adjustment of cable to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.